Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ups system failed to charge battery properly. They replaced the ups system and verified system functions as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during system servicing it was noticed that the uninterruptible power supply (ups) wasn't functioning properly. There was no patient present.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Through performance testing and visual /physical examination there was no failure found with the component. If information is provided in the future, a supplemental report will be issued.